Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device and independent laboratory test results and the physical evaluation results of the device. Updated fields include: b5, d10, g4, g7, h2, h3, h6 and h10. The scope tjf-q180v video scope serial number (B)(6) was sent to an independent laboratory for testing and evaluation. The scope¿s instrument suction channel tested positive for staphylococcus hominis.the distal end elevator channel and air/water channel tested negative, showing no bacterial growth. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation a visual inspection was performed on the received condition. The evaluation of the instrument channel using a boroscope observed a black mark inside the channel from the bending section side. In addition, kinks inside the channel from the bending section side was documented. The suction channel was checked and did not find any kinks, stains, or discoloration. The scope passed the cosmo leak test. Image was checked and found to be normal. Per the device evaluation, the cause of the black mark inside the channel is likely due to incorrect reprocessing cleaning.

Event description:
This scope was used on (B)(6) 20 for an endoscopic cholangiopancreatography (ercp) with biliary stent removal during the time the patient was determined to be infected. A third scope (tjf-q180v serial #: (B)(6)) was determined by the customer infection prevention department to have been used on the patient prior to the estimated infection date. The associated scopes have been reported as: serial #: (B)(6) reported under MFR # 8010047-2020-01212. Serial #: (B)(6) reported under MFR # 8010047-2020-01539.

Manufacturer narrative:
The referenced scope was returned to the service center, however the investigation is in progress. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly. This event has been reported by the importer on MDR# 2951238-2020-00334.

Event description:
It was reported that the patient was admitted to the emergency department, (B)(6) 2020, with worsening generalized weakness and fatigue. Patient tested positive for ecoli esbl. Patient is status post endoscopic cholangiopancreatography (ercp) with biliary stent removal on (B)(6) 2020. The scopes that were used with the patient during three recent procedures were sequestered by the infection control team and cultured by the sites in-house laboratory.the scopes cultured negative for any growth. Report 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the ess in service site training to the user facility. Endoscopy support specialists (ess) visited the user facility and performed a scope reprocessing in-service for the staff. During observation, there were no inconsistencies observed following the reprocessing steps outlined in the instructions for use. The ess recommended to the staff supervisor to add the scope tjf-q180v cleaning guide near the sink, which the ess provided the customer. Additionally, the ess covered infection control information referenced in the user manual and reprocessing. Trainings provided are all acknowledged by the staff. To date there was no patient harm or injury was reported.